Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stoma related complications are a known hazard of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received

Event description:
On (B)(6) 2016, the patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placed. On (B)(6) 2016, the patient experienced high fever, abdominal swelling and pain. The hospitalization was prolonged. The patient was treated with antibiotic klacid 500mg 2x1 IV. The patient had blood culture, urine culture, abdominal ultrasonography, and abdominal tomography. On (B)(6) 2016, patient was started on antibiotics tazocine 4.5gr 3x1 IV and cipo 500mg 3x1 IV till (B)(6) 2016. On (B)(6) 2016 high fever, abdominal swelling and abdominal pain recovered. On (B)(6) 2016, the patient experienced elevated creatinine level. On (B)(6) 2016, the creatinine level was 3.2.